Event description:
It was reported the pump underdelivered a pitocin solution. After a few hours of infusing pitocin the pts contractions became less frequent. At that point the pump displayed 193 ml had infused but only 143 was missing from the solution bag when it was removed and measured. It was also commented the tubing "formed an accordian above the pumping mechanism". The pump was removed from pt use and no pt injury resulted.